Event description:
It was reported that the pacemaker system with this implantable lead exhibited noise oversensing, and atrial sensitivity was increased. (B)(6), technical services was consulted, and lead troubleshooting steps were provided. No adverse patient effects were reported. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).